Event description:
It was reported the patient felt a ¿prickly¿ feeling today while they had uroplasty done with electrodes placed on their ankle. The patient felt the sensation in their brain, but it could have been their scalp. The patient¿s implantable neurostimulator (ins) was off for the therapy. In the past the patient had stimulation on and they felt the same feeling so they started to turn stimulation off. The patient wondered why they felt the sensation with the ins off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v972376, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # v972376, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).